Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date, diagnosis and approach for initial surgical procedure? Product code and lot number implanted? Were there any intra-operative complications? Other relevant patient history/concomitant medications/ concurrent procedure? Onset date of chronic pain and leakage from the initial surgery? How was chronic pain treated? Has type of incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned same? When was the mesh erosion first noted by a physician? Mesh erosion diagnostic confirmation? Date and surgical findings of mesh partial removal? Symptoms/diagnosis after partial mesh removal surgery? If further planned procedure for incontinence performed, please provide a date, and surgical findings of procedure? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is a patient¿s current status after planned surgery for incontinence? The patient demographic info: age, weight, bmi at the time of index procedure?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced chronic pain and leakage. The device had eroded into the vagina. Partial removal performed under general anesthesia. Further surgery is planned for incontinence. Additional information has been requested.